Event description:
Caller reported a cgm error. Blood glucose level was within the normal range with no adverse impact. Customer support provided the necessary information for a full pump reset and assisted the caller in completing it. After the reset, there were no further cgm error codes, allowing the caller to successfully start their sensor session.